Event description:
It was reported that during surgery the isolation of the device was defective resulting in harm to the patient due to an electric shock. No further information was received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.